Manufacturer narrative:
The model description of tjf-260v and jf-260v was same. One of representative product was chosen for processing purposes. The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that guidewire got stuck when inserting catheter. A new catheter was used and inserted. No other information was provided. (B)(6) 2023 - a photo sample of the affected device exhibited a kinked guidewire.